Manufacturer narrative:
No additional info is available at this time. (B)(4).

Event description:
A report from (B)(6) stated that during pre-testing, the pilot valve on a hi-lo trach tube would not engage and stay in place. There was no pt involvement. The devices are being returned for investigation.

Manufacturer narrative:
No fault found and device within specification. (B)(4).